Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary right l4-l5 spinal root decompression. In 2000, the patient presented with "low back pain and left leg pain". The investigator noted the event as mild in intensity. The physician ordered an MRI which showed no abnormalities. No additional treatment was specified by the physician. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as possible causes for the event.